Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: last week, inratio: 2.5; date: (B)(6) 2010, inratio: 5.0. Customer also reports a couple of "lo" error messages on meter display. The result from (B)(6) 2010 was obtained while talking to technical services on the phone. This is a new user that has been using the meter for about a month.

Manufacturer narrative:
Investigation pending.